Event description:
It was reported that the patient underwent unspecified surgery using rhbmp-2/acs. Reportedly, the patient has "pain and physical limitations."

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent spinal fusion surgery using rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006 the patient was preoperatively diagnosed with cervical myeloradiculopathy and underwent the following procedures: anterior cervical diskectomy, c5-6. Placement of 7-mm peek implant with rhbmp-2/acs. Anterior cervical plating with premier system utilizing 27-mm plate with 4 cortico-cancellous screws. Operating-scope magnification with somatosensory evoked potential and emg monitoring in which rhbmp-2/acs was used.